Event description:
The customer reported that the lh750 hematology analyzer generated erroneous differential results on one patient sample. The eosinophil count was low (0.02%) and the neutrophil count was high (57.26%). The erroneous results were reported outside the laboratory. The patient's physician questioned the results and the same sample was retested on the lh750 analyzer giving a higher eosinophil count (51.13%) and lower neutrophil count (8.33%). The retest results were considered to be correct by the customer. A manual differential was not performed on the specimen. The specimen was collected in a 4 ml greiner tube which was sampled within 30 minutes of collection. The specimen remained at room temperature until tested. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. Raw test data for analysis were requested but not provided by the customer. The instrument sensitivity settings were not provided. A field service engineer visited the site on (B)(4) 2010 to evaluate the instrument. He adjusted the scatter gain slightly and verified the instrument's operation. The root cause of this event is unknown.